Event description:
It was reported that the clinic was unable to view reveal loop recorder episodes obtained through carelink remote transmissions. An adjustment was made to their computer system and the episodes were then viewable. The system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction note: this complaint was inadvertently submitted under the medical device reporting regulations, as the potential for injury is not likely for this type of event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the clinic was unable to view reveal loop recorder episodes obtained through carelink remote transmissions. An adjustment was made to their computer system and the episodes were then viewable. The system remains in use. No patient complications have been reported as a result of this event.